Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient underwent the open reduction internal fixation (orif) surgery for proximal humerus fracture. During the surgery, the surgeon had a difficulty inserting the endcap. The surgeon removed the endcap and when the nurse wiped off the blood on the endcap with the gauze, an unknown small metallic fragment stuck in nurse¿s hand. The surgeon stopped using the endcap and screwdriver because it is possible that they had some problem and they became contaminated. The surgeon closed the incision without the endcap insertion and the surgery was completed within thirty (30) minutes delay. The nurse was checked by a blood test. Patient outcome is reported as stable. No further information is available. Concomitant device reported: casquillo-cierre multiloc p/hn/phn multi (part # 04.019.002s, lot # 50p4537, quantity 1). This report is for one (1) stardrive screwdriver t25 w/ coupling for 03.019.019/330mm. This is report 1 of 1 for complaint (B)(4).